Event description:
The report indicated that the customer required medical assistance for a low bg (32mg/dl) episode. Paramedics were called to the customer's home where she was hooked up to a sugar IV. She believes that her low bg was the result of not having eaten and/or an adjustment to her basal rates - she does not think that a pod failure contributed to the event. Her bg's eventually rose to 105mg/dl, at which point the paramedics left.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to an over-delivery of insulin. No problem found in the returned device. It is unk why the user experienced low bg levels. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user would become aware of low bg levels and could use another device or backup therapy if required.